Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was under delivering. The customer¿s blood glucose was 9. 4, 10, 17 mmol/l. The customer experienced the symptoms related to high blood glucose such as nausea and there was positive results in ketones test. The customer was treated with the insulin pump and pen. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Based on customer report proceeding in troubleshooting per customer alleging possible insulin pump under delivery. The troubleshooting was performed for the high blood glucose and under delivery. The customer was convinced it was the insulin pump that was not delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08715 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No under delivery anomaly noted during testing.